Event description:
It was reported by the customer needle placement ok, verification of placement by the injection of 10 ml nacl 0.9%. Leakage between the bottom of the needle and safety wings, between needle and vanes. The nurse saw the leakage in using nacl when the needle was inserted in the port-a-cath. Patient blood in the nacl syringe attached to the needle. No consequences for the patient. Needle removed and another needle was used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer needle placement ok, verification of placement by the injection of 10 ml nacl 0.9%. Leakage between the bottom of the needle and safety wings, between needle and vanes. The nurse saw the leakage in using nacl when the needle was inserted in the port-a-cath. Patient blood in the nacl syringe attached to the needle. No consequences for the patient. Needle removed and another needle was used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 20 g powerloc infusion set. The investigation findings were consistent with improper or insufficient adhesive application or curing during manufacture of the component at the supplier facility. The returned product sample was evaluated and a leak was observed at the interface between the needle and needle housing. This investigation concluded that the adhesive had not established a sufficient bond between the extension tubing and the needle shaft, and the characteristics observed which supported this type of failure included: the needle swiveled easily within the needle housing which indicated a firm bond did not exist. Voids or gaps in adhesive coverage were observed on the needle shaft. The device is a supplied component and the supplier was notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer needle placement ok, verification of placement by the injection of 10 ml nacl 0.9%. Leakage between the bottom of the needle and safety wings, between needle and vanes. The nurse saw the leakage in using nacl when the needle was inserted in the port-a-cath. Patient blood in the nacl syringe attached to the needle. No consequences for the patient. Needle removed and another needle was used.

Manufacturer narrative:
The complaint of a leaking infusion set is inconclusive due to the lack of detail in the returned photo. One photo was returned for evaluation. The photo showed a 20 g powerloc infusion set inside a plastic bag. Red residue, which could potentially be blood, was observed on the needle housing. The location of this residue may indicate that the device was leaking between the needle housing and needle; however, the photo does not provide enough evidence to verify this. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer needle placement ok, verification of placement by the injection of 10 ml nacl 0.9%. Leakage between the bottom of the needle and safety wings, between needle and vanes. The nurse saw the leakage in using nacl when the needle was inserted in the port-a-cath. Patient blood in the nacl syringe attached to the needle. No consequences for the patient. Needle removed and another needle was used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.